Event description:
It was reported that the insulin pump alarmed motor error multiple times during bolus delivery. Customer stated that they did not notice that the insulin pump was not delivering insulin until later in the day. Customer stated that they had high blood glucose readings and stopped using the insulin pump. Customer does not use the sensor feature and they were unable to complete the rewind sequence. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.